Event description:
It was reported that 5 bd nano¿ 2nd gen pen needles 32g x 4mm clogged during priming. The following information was provided by the initial reporter: consumer reported finding several that clogged during prep of injection. One injection took 5 pen needles for a working pen needle to be used.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications h3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd nano¿ 2nd gen pen needles 32g x 4mm clogged during priming. The following information was provided by the initial reporter: consumer reported finding several that clogged during prep of injection. One injection took 5 pen needles for a working pen needle to be used.